Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. As per IFU and pm in order to minimize the risk of infection, driveline exit site dressings should be changed daily. IFU and pm further state that routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Proper pump driveline and exit site care are outlined in IFU and pm. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to the hospital with electrical faults. It has been stated that the patient has dementia and states he "is fixing the driveline." Patient's previous occupation was that of an electrician. Manufacturer engineers evaluated the driveline and took no further steps, it was determined that there was nothing else that could be done to fix the patients driveline. It was said that the patient was in continued single stator operation since (B)(6) 2015 and would not clear. The decision was made to proceed with a pump exchange due to the recent issues with the driveline. A pump exchange was performed on (B)(6) 2015. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection by the engineers determined that the driveline could not be fixed. The patient went into continued single stator operation on (B)(6) 2015; the pump was exchanged. Review of controller log files revealed multiple electrical fault alarms starting on (B)(6) 2015; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, the most likely root cause of the driveline wire damage and subsequent alarms can be attributed to improper handling of the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.